Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred.the product was evaluated. An external visual inspection was performed and passed. Case opened for interior inspection: passed. Receiver charged and will boot: passed. Receiver pairing test: passed. Receiver functional test: passed all relevant testing. Receiver download retrieved and attached: passed but does not reflect full investigation window.the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.